Event description:
Dr attempting to insert PICC line via right antecubital. When unable to advance line pulled out and end of PICC line reportedly broke off and remained in pt. An attempted cutdown of the right arm/cephalic was unsuccessful. On 6/30/98 cardiac cath successful in retrieving catheter tip that had migrated to right atrium.